Event description:
Complainant alleged that while attempting to treat a patient who was in cardiac arrest, the device successfully delivered the first shock and then failed to discharge on the second and third attempt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.